Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. It was reported that the pt had a follow-up CT on an unk date that demonstrated that the aneurx graft had migrated distally approximately 5 cm below the renal arteries with a proximal type I endoleak. The physician elected to implant two aortic extender components from another manufacturer proximally to the bifurcate stent graft. The proximal migration and endoleak were resolved. The pt tolerated the procedure and is doing well. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Migration, endoleak. The cause of the event is unk.